Event description:
It was reported that a novum iq large volume pump's keypad had an incorrect output found during testing in the biomedical service department. When a number pressed, multiple numbers input on the screen or the wrong number input. For example: pressed number 5 and a 58 was input. Pressed number 4 and a 7 was input. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Functional keypad testing was performed and the reported incorrect output was reproduced on the number keypad; when 1234 and 5678 was pressed, 1237 and 8567 appeared on the display. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the issue was a defective keypad. The front door cover will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.